Event description:
It was reported that during an implant procedure when inserting the indirect decompression spacer (spacer), the physician used excessive force while gear shifting, heard an audible pop and noticed the spindle cap broke off. The spacer was removed, and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.